Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient could only get the top status row on the patient programmer since the device was reprogrammed recently. The programs may not have been saved properly with the clinician programmer. Additionally, high impedance measurements of >40000 ohms were reported. Later, it was reported that the patient had all outputs turned off which left without anything but the top status row. In addition, the patient had a potential lead fracture. Symptoms associated with this event included decrease in paresthesia. The healthcare provider (hcp) would order x-rays and, possibly, proceed to a revision. The patient was awaiting a hcp appointment date. Additional information has been requested, but was not available as of the date of this report.